Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Healthcare professional reported "request the warranty for a ruptured prothesis" "presence of hypoechoic nodule, oval, circumscribed, parallel to the skin and no acoustic shadowing to the left" which is not device related and "cysts" which is not device related. Healthcare professional later reported "capsular contracture grade IV' this is for the left side device. The device remains implanted.